Manufacturer narrative:
Product complaint # (B)(4). (B)(4).. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received. After review of medical records, the patient was revised to address metallosis. Operative findings include moderate amount of metallosis debris with minimal trunnion wear. The stem was retained and asr xl components were explanted. Doi: (B)(6) 2008 - dor: (B)(6) 2017 (right hip).

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
On (B)(6) 2017: attorney letter received indicating the preservation of the depuy device that is scheduled to be explanted on (B)(6) 2017. There is no reported adverse event at this time. Update (B)(6) 2017: patient was revised to address pain and metallosis.added complainant information. On (B)(6) 2017: litigation record received. Litigation also alleges discomfort and elevated metal ions. This complaint was updated on: oct 24, 2017.

Manufacturer narrative:
Sep 26, 2017: attorney letter received indicating the preservation of the depuy device that is scheduled to be explanted on (B)(4), 2017. There is no reported adverse event at this time. Update(B)(6) 2017: patient was revised to address pain and metallosis. Added complainant information. 2017: litigation record received. Litigation also alleges discomfort and elevated metal ions. This complaint was updated on: (B)(6) 2017. Update (B)(6) 2017: ppd received. There is no new information. This complaint was updated on (B)(6), 2017. No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.